Event description:
It was reported an external fluid leak was observed originating from the bottom of the filter of a theranova 400 migrated set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye of the product shows the product wet. A leak test of the dialysate side was performed, and a leak was found. The reported condition was verified. The cause of the condition was due to a crack in the welding seam. During the visual inspection of the defective welding seam for possible root causes, no conspicuous features were identified. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.